Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found, as it is not possible to determine if the product meets specifications based on clinical data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high impedance, and was abandoned, replaced, and remains in the patient. No patient complications have been reported as a result of this event.